Event description:
During an oral surgery procedure, after about 15-30 seconds of drilling, the surgeon noted burns on the patient's lip and face. Silvadene ointment was applied and surgery was completed.